Event description:
On 08/29/2025, the caregiver reported that on (B)(6) 2025 the user experienced a discrepancy between continuous glucose monitoring (cgm) readings and blood glucose (bg) meter values. The cgm indicated a bg of 69 mg/dl while a fingerstick measured 137 mg/dl. The caregiver noted that the ilet displayed additional alerts including a brief sensor issue and glucose falling quickly. The user¿s insulin infusion set had expired earlier that evening. The caregiver was instructed to enter the fingerstick value into the ilet and to change the infusion site, which they planned to do the following day. The user's bg was not adversely affected and no hospitalization was required. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.